Event description:
It was reported that the patient experienced tissue atrophy and as the device was old, the patient recurring increased incontinence. A surgical procedure was performed to replace the system. There were no patient complications.